Event description:
It was reported that the patient with this pacemaker had possible erosion and infection due to device protrusion. Reportedly, the patient does not like how much the device protrudes. There were no additional adverse patient effects reported. The pacemaker remains in service.